Event description:
It was reported that during a routine device follow-up, this pacemaker was found to be operating in safety mode. The local sales representative discussed with the clinician that emergent device replacement is recommended; the patient was pacemaker dependent but was not affected by the safety mode device parameters. A replacement procedure was planned for within the next two days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine device follow-up, this pacemaker was found to be operating in safety mode. The local sales representative discussed with the clinician that emergent device replacement is recommended; the patient was pacemaker dependent but was not affected by the safety mode device parameters. A replacement procedure was planned for within the next two days. No adverse patient effects were reported. The device remains implanted and in service. The device was later explanted and returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing, where no anomalies were found. Despite analysis, the root cause for the device reverting to safety mode could not be confirmed.

Event description:
It was reported that during a routine device follow-up, this pacemaker was found to be operating in safety mode. The local sales representative discussed with the clinician that emergent device replacement is recommended; the patient was pacemaker dependent but was not affected by the safety mode device parameters. A replacement procedure was planned for within the next two days. No adverse patient effects were reported. The device remains implanted and in service. The device was later explanted and returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Additional analysis of this behavior was performed and with the available information, boston scientific concludes this device experienced high internal battery impedance that led to the device reverting to safety mode operation. Representatives from our quality assurance, manufacturing and design engineering groups are investigating the root cause for this behavior. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing, where no anomalies were found. However, engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that during a routine device follow-up, this pacemaker was found to be operating in safety mode. The local sales representative discussed with the clinician that emergent device replacement is recommended; the patient was pacemaker dependent but was not affected by the safety mode device parameters. A replacement procedure was planned for within the next two days. No adverse patient effects were reported. The device remains implanted and in service. The device was later explanted and returned for laboratory analysis. No additional adverse patient effects were reported.